Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Allergan has performed due diligence requesting additional event details, as well as treatment information, from the coolsculpting treatment provider. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
Allergan received a report that a female patient was treated in 2016 with coolscupting to the upper abdomen, lower abdomen and outer thighs. About one year following treatment the treated areas became noticeably visibly enlarged as the patient lost weight. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the upper abdomen, lower abdomen, and outer thighs with paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Event description:
Allergan received a report that a female patient was treated in 2016 with coolscupting to the upper abdomen, lower abdomen and outer thighs. About one year following treatment the treated areas became noticeably visibly enlarged as the patient lost weight. On (B)(6) 2020 the patient was assessed by a physician who diagnosed the upper abdomen, lower abdomen, and outer thighs with paradoxical hyperplasia (ph). No additional information from the practice or the patient has been provided.

Manufacturer narrative:
Corrected data d1 - brand name.